Event description:
It was reported that during patient use, a ventilator screen froze and generated an alarm. The silence/reset button light emitting diode (led) was blinking and could not be canceled. Although, the device did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A membrane top was received for evaluation. Visual inspection observed that the unit exhibited solder cracks around the alarm led, the alarm button appeared to be worn and did not provide a good contact. Additionally they found paint cracks at the base of where the membranes were. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4).